Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014, patient experienced possible detached sensor wire. Patient could not locate the sensor wire. Patient reported difficulty with insertion. No medical intervention was required.